Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a several battery related issues. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump battery does not last long and there were power loss and replace battery now alarms were in the alarm history. Customer called back within a week after a previous troubleshooting and has been using the recommended battery. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No battery alert noted during testing. (B)(4).